Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose over 300mg/dl. The father stated that the insulin pump was not functioning properly since the day before the event. Initially, the caller stated that the device had a partial display, and the customer was involved in a car accident. Advised the father that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had missing segments due to a severely cracked and bleeding liquid crystal display. Further testing could not be performed due to the cracked and bleeding lcd glass. The device also had scratched screen and a broken belt clip slot.